Event description:
Neurosurgery case lasting 8 hours. A (B)(6) month old female patient received a burn on the perimeter of the surgical site, approximately 2.5" square area. Burn was not realized until the next day. Reported as a 1st degree burn.it is not clear what the microscope settings that were used during the case, some of the manufacturer precautionary settings are believed to have been adjusted "out of the way", thus allowing for a high intensity light output.